Manufacturer narrative:
It was reported that the central nurse's station (cns) went into comm loss with all 5 floors while monitoring transmitter devices. No patient harm was reported. Per the customer, a nihon kohden rep. Came to the facility and adjusted a lot of the settings with the amplifiers. So far things are pretty stable; however, the customer would not say it is fixed because they had a couple of rooms drop signal for a significant amount of time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information. The following devices were being used in conjunction with the cns: concomitant medical products: zm-531pa: no serial numbers were provided. Org-9110a: serial numbers: (B)(4).

Event description:
It was reported that the central nurse's station (cns) went into comm loss with all 5 floors while monitoring transmitter devices. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2019, customer at (B)(6) center reported signal loss on the central nurse's station (cns) (pu-621ra), serial#: (B)(6). Service requested: assistance in troubleshooting. Service performed: nkts could duplicate the issue and assisted in troubleshooting. Investigation summary: root cause of the issue could not be identified due to lack of information on the resolution; however, the issue was resolved after nk ts visited on site. According to the table in quality complaint investigations work instruction, with document ID: sop07-018, the risk priority of the issue is categorized as: low. Additional model information. D11 & c2: concomitant medical products: the following devices were being used in conjunction with the cns: zm-531pa: no serial numbers were provided. Org-9110a: serial numbers: (B)(6). Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
It was reported that the central nurse's station (cns) went into comm loss with all 5 floors while monitoring transmitter devices. No patient harm was reported.